Event description:
It was reported that the patient experienced bradycardia during a replacement surgery in which only the generator was replaced. System diagnostics were performed after the device was implanted and resulted in normal values. The surgery was reported to be for prophylactic reasons, and there is no indication that the previous device's battery depleted to the point of a loss of stimulation. Follow up has been performed with the patient's surgeon, however no additional or relevant information has been received to date.